Event description:
A dreamstation 2 auto CPAP device was returned to the product investigation lab (pil) for testing. During the evaluation of the device at the pil, back of display had a light brown potential burn mark on it. Pil was able to confirm that a thermal event took placed on pca, most likely due to potential waster/ liquid ingress to the pca, this was most likely the caused of the device not working. Additionally, the product investigation lab identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.